Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) attempted to recover it in the user application, but the drawer failed. The fse then reconnected all the connections, and all functions returned to normal. The fse logged into the hardware test application (hta) and tested the drawer several times, confirming that all functions were normal. The customer was satisfied, and preventive maintenance (pm) was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the drawer failed and generated the error message "device not detected on bus". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.